Event description:
It was reported that during a stent procedure guiding catheter support was poor. Therefore, the delivery system and guiding catheter were removed as a unit without attempting to deploy the stent. Upon removal it was noted that the stent had separated from the delivery system. The separated stent was successfully retrieed with a snare device. The procedure was completed with another company's device. No pt injury was reported.